Event description:
It was reported that distal tip of the wire broke off and dissection occurred. The lesion was located in the right coronary artery. A rotalink advancer, 1.25 mm rotalink burr, 330 cm rotawire and 6f mach1 guiding catheter were selected for use. The rotawire was guided through a non-bsc microcatheter to the distal end of the lesion in the pl branch. It was noted that it was difficult to guide the rotawire through the lesion due to the occlusion, so the wire was spun heavily to get it to the distal point in the pl branch. Subsequently, the burr was advanced in dynaglide mode over the rotawire within the mach1 guide catheter but there was resistance approximately 20cm into the guiding catheter. The rotawire started to spin quite heavily and the distal tip of the wire broke off while the burr was still in the guiding and resulted to a limited local dissection. As the burr was completely stuck while being in the guiding catheter, the burr and wire were retrieved but the wire position was lost. An attempt to rewire the lesion was done using a non-bsc wire which was guided through the microcatheter but the wire became stuck in the dissection. The procedure was discontinued and the dissection was given time to heal; same procedure was to be repeated in a few weeks. After retrieving the burr and rotawire, it looked like the coating was drilled/burred off the rotawire. In addition, material was found wrapped over the rotawire causing the stuck burr. It was unknown if material was from the burr, microcatheter, or guide catheter. The patient had a timi-2 flow (conform pre-procedure) and was stable. It was further reported that the burr together with the wire were removed manually as the burr was stuck on the wire.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer. The device was returned for analysis. Visual inspection revealed that the spring tip was broken 329cm from the proximal section to the broken section. The overall length should be 330cm and the other part of the spring tip was not returned. It was noticed that the wire was returned with some piece of plastic attached. It was inspected under high magnification and it was possible to note that the plastic was rolled on the wire. Dimensional inspection of the outer diameter (od) of middle of the device and od of proximal section were performed and were within specification. Dimensional inspection of the overall length and od of distal tip cannot be measured due to the device condition.

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that distal tip of the wire broke off and dissection occurred. The lesion was located in the right coronary artery. A rotalink advancer, 1.25 mm rotalink burr, 330 cm rotawire and 6f mach1 guiding catheter were selected for use. The rotawire was guided through a non-bsc microcatheter to the distal end of the lesion in the pl branch. It was noted that it was difficult to guide the rotawire through the lesion due to the occlusion, so the wire was spun heavily to get it to the distal point in the pl branch. Subsequently, the burr was advanced in dynaglide mode over the rotawire within the mach1 guide catheter but there was resistance approximately 20cm into the guiding catheter. The rotawire started to spin quite heavily and the distal tip of the wire broke off while the burr was still in the guiding and resulted to a limited local dissection. As the burr was completely stuck while being in the guiding catheter, the burr and wire were retireved but the wire position was lost. An attempt to rewire the lesion was done using a non-bsc wire which was guided through the microcatheter but the wire became stuck in the dissection. The procedure was discontinued and the dissection was given time to heal; same procedure was to be repeated in a few weeks. After retrieving the burr and rotawire, it looked like the coating was drilled/burred off the rotawire. In addition, material was found wrapped over the rotawire causing the stuck burr. It was unknown if material was from the burr, microcatheter, or guide catheter. The patient had a timi-2 flow (conform pre-procedure) and was stable. It was further reported that the burr together with the wire were removed manually as the burr was stuck on the wire.

Event description:
It was reported that distal tip of the wire broke off and dissection occurred. The lesion was located in the right coronary artery. A rotalink advancer, 1.25 mm rotalink burr, 330 cm rotawire and 6f mach1 guiding catheter were selected for use. The rotawire was guided through a non-bsc microcatheter to the distal end of the lesion in the pl branch. It was noted that it was difficult to guide the rotawire through the lesion due to the occlusion, so the wire was spun heavily to get it to the distal point in the pl branch. Subsequently, the burr was advanced in dynaglide mode over the rotawire within the mach1 guide catheter but there was resistance approximately 20cm into the guiding catheter. The rotawire started to spin quite heavily and the distal tip of the wire broke off while the burr was still in the guiding and resulted to a limited local dissection. As the burr was completely stuck while being in the guiding catheter, the burr and wire were retrieved but the wire position was lost. An attempt to rewire the lesion was done using a non-bsc wire which was guided through the microcatheter but the wire became stuck in the dissection. The procedure was discontinued and the dissection was given time to heal; same procedure was to be repeated in a few weeks. After retrieving the burr and rotawire, it looked like the coating was drilled/burred off the rotawire. In addition, material was found wrapped over the rotawire causing the stuck burr. It was unknown if material was from the burr, microcatheter, or guide catheter. The patient had a timi-2 flow (conform pre-procedure) and was stable.